Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 309 mg/dl and noted a loose infusion site and unexpected low insulin volume remaining in the cartridge less than 24 hours after a change, after which insulin delivery was resumed following a guided supply change. Symptoms included elevated blood glucose. Outcomes included transient impact without medical intervention or hospitalization. Investigation included customer interview and troubleshooting with education. Investigation of this case revealed a suspected infusion site or infusion set integrity issue during sleep, though the specific cause could not be determined. It was concluded that the event was consistent with hyperglycemia of unclear cause related to infusion site performance, with no evidence of device alerts or alarms and no need for medical treatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.